Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of blood glucose of 215mg/dl and indicated that their blood glucose was also low. Customer did not have the reading for their low blood glucose. There was no indication that the insulin pump over delivered insulin and customer indicated that the pump programming is correct. The customer was assisted with troubleshooting and found that the customer does not bolus but manually administered their insulin. Customer declined further troubleshooting. No further details given.